Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not power on. The event was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, a faulty cable connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: sometimes there is no power and no image output due to a faulty cable connector. The most probable cause is cause traced to component failure. A definitive root cause could not be identified for the faulty cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not power on. The event was identified during reprocessing. There were no reports of patient involvement.